Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "intracapsular rupture," "extravasation of the silicone" MRI confirmed and "twinge" in the breast.

Event description:
Patient reported right side "intracapsular rupture," "extravasation of the silicone" "twinge" in the breast. Healthcare professional reported "changed contour." Device remains implanted.